Event description:
Reporter alleged the customer obtained the results of 295 mg/dl and 135 mg/dl back to back within 10 minutes on the aviva system. Reporter stated that the customer took 1000 mg of metformin 1 hour prior to the results. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.